Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown). The electrode pads (lot number unknown) became damaged/ripped while peeling off the removeable clear backing. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.